Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received indicated that the patient was seen in clinic, and it was found that the telemetry loss was due to lockout. The insertable cardiac monitor (icm) bluetooth telemetry was restored. No patient consequences were reported.